Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that a patient who underwent a hip arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Part and lot numbers could not be provided, therefore complaint search history and device history reporting could not be performed. The reported devices are used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Operative notes for the initial and revision surgery could not be obtained. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause for the reported revision cannot be determined with the information provided.